Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was not sensing or capturing. The right atrial (ra) lead had also dislodged and exhibited high thresholds. The patient was on vacation, so the device defibrillation detection was programmed off and a revision for the leads was planned for when they returned home. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was not sensing or capturing. The ra lead had also dislodged and exhibited high thresholds. The patient was on vacation, so the device defibrillation detection was programmed off and a revision was planned for when they returned home. No patient complications have been reported as a result of this event.